Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was programmed to a unipolar configuration at implant. Shortly after implant, noise and oversensing were observed on the right ventricular (rv) channel. The oversensing led to pacing inhibition, but there was no asystole of greater than 2 seconds. The decision was made at that time to reprogram the rv lead to a bipolar configuration. Additional information was received which noted that a lead safety switch occurred due to rv impedance measurements of greater than 2000 ohms. The device was programmed back to bipolar configuration, and the lead safety switch was turned off. An x-ray was performed which showed the rv lead was not properly inserted in the device header. The patient had a heart rate of 30 to 40 beats per minute (bpm). A revision was performed, and this lead remains in service with a new device. No additional adverse patient effects were reported.